Event description:
Customer reported blood glucose results of 264 mg/dl, 134 mg/dl, and 105 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system. Replacement was arranged with the customer's pharmacy.